Event description:
It was reported to medtronic that during a procedure involving a balloon catheter. "The balloon catheter burst causing a vessel dissection. The pt received a stent to repair the vessel dissection. Pt is reported to be stable. Device is expected to be returned for evaluation. No further info is available at this time.